Event description:
The reporter stated that the surgeon was inserting a competitor's lens and the haptics got stuck inside the aq cartridge-fp. The surgeon enlarged the original incision to remove & replace the lens and sutures were required. Patient's prognosis is good.

Manufacturer narrative:
.